Manufacturer narrative:
H.6. Investigation: one heavily manipulated loose 1ml luer-lock syringe with customer attached tip cap (p/n 309628) was received. The sample was visually evaluated. A large orange sticker placed after the manufacturing process was also present beneath the flange of the syringe and was removed for this evaluation. A circle of white embedded foreign matter was observed just above the 0.1ml numeral. Two smaller embedded white circles were also present. One inside the "0" numeral, and one just below the 0.1ml numeral on the opposite side. The embedded foreign matter was non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. It is possible a small amount of moisture was in the mold that was inadvertently superheated and became trapped inside the barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported syringe 1ml ll w/o dn had foreign matter. The following information was provided by the initial reporter, translated from dutch: "while pulling up volume in the syringe... It was observed that there is dirt on the stopper of the syringe. The dirt is white in color and with a diameter of 5 mm approximately."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 1ml ll w/o dn had foreign matter. The following information was provided by the initial reporter, translated from dutch: "while pulling up volume in the syringe... It was observed that there is dirt on the stopper of the syringe. The dirt is white in color and with a diameter of 5 mm approximately."